Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement test due to complete broken reservoir tube lip and dog chew marks. The p cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that insulin pump was swallowed by my dog. The customer¿s blood glucose level was unknown. The customer stated that she was in the shower. The insulin pump will be returned for analysis.